Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax. It was initially reported by the customer that they encountered an error 105: force catheter sensor error. They changed the cable and then they changed the catheter to resolve the issue. There was no procedure delay. There was no patient consequence. The customer¿s reported ¿sensor error¿ is not considered to be MDR reportable since the most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. On 4-jan-2023, he bwi pal revealed that a visual inspection of the returned device found a reddish material inside the pebax and a hole and stress marks on the surface of the device. These findings have been reviewed and determined the issue of a hole in the pebax is considered to be an MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and magnetic sensor functionality test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material inside the pebax and a hole and stress marks on the surface. A magnetic sensor functionality test was performed, and error 105 appeared on the system; it could be related to the hole at the pebax. The magnetic issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. The date of event was not provided. As such, date of event has been populated with 1-jan-2022. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).